Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." However, the device was used to treat iliac vein stenosis. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified iliac vein. After stent implantation, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post dilation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed completely from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.